Event description:
It was reported that the 9800 system has no fluoro image. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Advised the customer that a replacement ccd camera was required to address the reported issue. Awaiting the customer decision on replacing the camera.